Event description:
Shaver left metal fragments and required add'l irrigation of surgical site.

Manufacturer narrative:
At the time of this report, the investigation of the returned device was still in progress.